Event description:
It was reported that the patient who is participating in crticd dual left ventricular (lv) study, needed the two left ventricular (lv) leads to be connected and loosened two times during implant to obtain measurements per the clinical study protocol. After the leads were connected to the adaptor the first time, the connector could not be loosened from one of the leads. The adaptor and one of the leads were removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient who is participating in (B)(6) study, needed the two left ventricular (lv) leads to be connected and loosened two times during implant to obtain measurements per the clinical study protocol. After the leads were connected to the adaptor the first time, the connector could not be loosened from one of the leads. The adaptor and one of the leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted that the outer insulation was breached cut. It was visually noted that there was apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted that the outer insulation was breached cut. It was visually noted that there was apparent explant damage. The visual analysis indicated that the lead and adaptor were not stuck together. They were analyzed separately. One set screw remained in the adaptor and was unable to be removed because it was stripped.